Manufacturer narrative:
(B)(4). Evaluation: the reported complaint incident for leak was not confirmed. No leak was found anywhere on or in the infusor unit during leak test. A batch review was conducted which found no nonconformances. A root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that one (1) half day infusor was observed leaking after filling. According to the report, the device was filled with deferoxaminmesilat and sodium chloride. The customer could not specify the exact leaking point. No patient involvement. No additional information is available.